Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 08-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full-height cubie drawer 2 had failed with the error message 'failed to open'. A field service engineer removed the drawer and found the inseparable magnet to be intact. After inspecting the open-close sensor, they found a small kink in the cable, most likely caused by a previous bad rail. The open-close sensor was replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es cubic drawer failure. The customer stated that the malfunction occurred when user trying to issue medication and user can get the medication from available in additional devices and the in-patient pharmacy. There were no adverse events or injuries reported based on this event.